Event description:
It was reported that the customer requested for a log review. There was no information on patient involvement. Through additional customer follow up it was reported a 30ml pca dilaudid syringe was changed and witnessed with another clinician at 2004. Pca dosing was on demand. At 2030 patient noted to be drowsy and lethargic, pupils are pinpoint, patient noted snoring and noted to be breathing slowly, vitals checked, blood pressure at 110/55 mmhg, hr at 120bpm spo2 at 100%. Patient was responsive to voice but falls back asleep immediately after. Upon assessment around 2035, it was noted that the pca pump indicated that there's only 17.3ml left in the syringe. Narcan given as ordered. Patient back to normal baseline. Patient alert after narcan delivery and eating dinner. Vitals are within the normal limits.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion could not be confirmed through review of the logs and was not replicated during device testing. Review of the suspect pca module s/n (B)(6) event logs showed the unit was powered on (B)(6) 2025 at 6:26 pm. Between 6:26 pm and 8:17 pm, the pca door was unlocked and locked multiple times, channel was selected, and there were three (3) illegal keypresses of the restart key. The facility reportedly loaded a full 30 ml syringe at 2004 (8:04 pm). The detected volume on (B)(6) 2025 at 8:18 pm was 17.3691 ml, meaning there is approximately 12.631 ml unaccounted for. It was noted that before the syringe was selected on (B)(6) 2025 at 8:18 pm, the door was opened and closed 12 times in 10 minutes. This was followed by the programming of a pca infusion with unknown parameters, at 8:19 am. This was repeated at 8:43 pm, after the channel off key was pressed at 8:41 pm, with the syringe having a detected volume of 17.4036 ml, and an infusion with unknown parameters was programmed once again at 8:44 pm. At 8:54 pm, the door was unlocked and then was closed at 8:55 before a bd 30 ml syringe was selected with a detected volume of 15.1818 ml. An infusion with unknown parameters was programmed at 8:56 pm. The unit was channeled off again at 10:05 pm. The pca door was unlocked and locked after this and was unlocked again on (B)(6) 2025 at 4:21 am. It was noted that between (B)(6) 2025 at 6:26 pm and (B)(6) 2025 at 4:21 am, no pca requests were recorded, meaning the device did not infuse during this period. It was also noted that, on (B)(6) 2025, between 8:41 pm and 8:55 pm, there was a decrease of approximately 2.22 ml in the detected syringe volume, despite no pca requests being made. The device had recorded activity since (B)(6) 2025 at 4:26 pm, with five (5) pca dose requests with a rate of 150 ml/h and a volume to be infused (vtbi) of 1 ml, for a total of 5 ml, recorded between 4:26 pm and 5:22 pm. Then, at 5:29 pm, a 30 ml syringe was selected with a detected volume of 27.6146 ml and, between (B)(6) 2025 at 5:31 pm and (B)(6) 2025 at 11:31 am, twenty-four (24) pca dose requests were recorded with a rate of 150 ml/h and a vtbi of 0.2 ml, for a total of 4.8 ml. No issues or malfunctions were reported for this period. The inspection and testing of the pca module did not find any existing malfunctions. The suspect pca module was found to be infusing within specifications. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the reported event of an over infusion is being attributed to drug diversion. No anomalies were observed with the pca module that would contribute to the reported event. The facility reportedly loaded a full 30 ml syringe at 2004 (8:04 pm). The detected volume on (B)(6) 2025 at 8:18 pm was 17.3691 ml, meaning there is approximately 12.631 ml unaccounted for. It was noted that before the syringe was selected on (B)(6) 2025 at 8:18 pm, the door was opened and closed 12 times in 10 minutes. It was also noted that between 8:41 pm and 8:55 pm, there was a decrease of approximately 2.22 ml in the detected syringe volume, despite no pca requests being made at that time. Note that this report lists imdrf annex a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the customer requested for a log review. There was no information on patient involvement. Through additional customer follow up it was reported a 30ml pca dilaudid syringe was changed and witnessed with another clinician at 2004. Pca dosing was on demand. At 2030 patient noted to be drowsy and lethargic, pupils are pinpoint, patient noted snoring and noted to be breathing slowly, vitals checked, blood pressure at 110/55 mmhg, hr at 120bpm spo2 at 100%. Patient was responsive to voice but falls back asleep immediately after. Upon assessment around 2035, it was noted that the pca pump indicated that there's only 17.3ml left in the syringe. Narcan given as ordered. Patient back to normal baseline. Patient alert after narcan delivery and eating dinner. Vitals are within the normal limits.